Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected quality control results obtained from a single level of non-vitros thermofisher mas (mas) omnicore controls, lot ocr2608, tested with vitros chemistry products ca slides lot 0379-0712-6942 on a vitros 5600 integrated system. Mas lot ocr2608 l1 vitros ca results of 9.31, 9.95, 9.29 and 9.51 mg/dl vs. The expected package insert range of means midpoint result of 6.66 mg/dl. Biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected results were obtained from a non-patient quality control fluid. There was no reported allegation of patient harm as a result of this event. This report is number two of four 3500a forms being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The customer reported higher than expected quality control results were obtained from a single level of non-vitros thermofisher mas (mas) omnicore controls, lot ocr2608, tested with vitros chemistry products ca slides lot 0379-0712-6942 on a vitros 5600 integrated system. The assignable cause of the event could not be determined. Multiple calibration events were suboptimal, which may have contributed to the event, however, unacceptable results were also obtained from a typical calibration event. Therefore, a suboptimal calibration may not have contributed to the event. Historic mas quality control results were unacceptable. Therefore, a performance issue with vitros ca slide lot 0379-0712-6942 cannot be ruled out as contributing to the event. No information was provided concerning pre-analytical fluid storage, reconstitution or handing of the calibrator kit 1 fluids, therefore, improper fluid handling protocol cannot be ruled out as contributing to the event. In order to assess the performance of the vitros 5600 integrated system, the customer was requested to perform a diagnostic vitros alkp within-run precision test. The customer declined to perform the requested precision test; therefore, an instrument related performance issue cannot be ruled out as contributing to the event. The inventory of calibration kit 1 is depleted at the site and the customer is awaiting a shipment of a new set of calibrator kit 1. Continued troubleshooting with the tsc including preparing new calibrator fluids using proper protocol is expected to return vitros ca slide lot 0379-0712-6942 to expected performance.